Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2020 a patient in greece underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. On (B)(6) 2022 during a nurse visit, the patient's stoma site had redness and discharge of pus with hardness. A gastroenterologist prescribed oral augmentin 1000mg 1x2 for 7 days. On (B)(6) 2022, the stoma site was clean and completed antibiotic treatment.